Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The mother programmed a manual bolus through the aviva combo system, however the bolus was not manually delivered to the pump within 10 minutes. Due to this the bolus quantity was set to "0.0". The patient's mother did not recognize this, and the patient's blood glucose level increased to 523 mg/dl. The patient experienced elevated blood glucose symptoms of feeling weak, cold, and sweaty. The mother took the patient to the hospital. The blood glucose results obtained at the hospital were unknown. At the hospital, the nurse treated the patient with 1 i.u insulin bolus administered via pen. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. No product is expected to be returned for product evaluation.